Event description:
The customer stated that his blood glucose readings had been higher than usual. He performed control tests during the call and rec'd a result of 567 mg/dl. The normal control range was 105-146 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.